Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, further analysis of the logs show a booting error prior to the case and during the stress echo case the user hard powered off the system. The next two boots also show hard power offs. No errors or exceptions were logged when the hang behavior was observed by user. The cse reloaded software to resolve the issue, the system is fully functional. Reference# (B)(4).

Event description:
The sc2000 system locked up during a stress echo exam. The sonographer used another system to continue scanning the patient.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).